Event description:
Ous MDR - after an implantation time of about 58 months, suspected insulation damage to the lead was observed during an ICD exchange. The lead was then cut off and explanted. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
In the returned state, the lead was destroyed. The lead had been cut through 5 cm and 6.5 cm distal of the is-1 connector pin, probably with a scalpel. The distal part of the lead was not returned fir analysis. During the analysis of the lead fragments, fraying of the insulation was detected 4 cm distal of the connector pin. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the generator housing and friction of the lead at the generator housing. During the analysis, no manufacturing errors or material defects were found at the lead.